Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd posiflush¿ sf saline syringe's had holes in their packaging, found before use during a qa inspection. The following information was provided by the initial reporter: "on 01/08/2020 during incoming inspection qa found holes in 8 syringe packets, failing aql 1.0 2/3."